Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump alarmed no delivery. The customer woke up with a blood glucose level of 345 mg/dl and felt very sick. She went to the emergency room. She had taken a bolus subcutaneously for her blood glucose level. In the hospital her blood glucose level went down to 261 mg/dl. The no delivery alarm was resolved by a complete set change. The device was not returned.